Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059323) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that no long after procedure, she experienced severe left sided abdominal pain and vaginal bleeding. As time went by, the worse it became. She also noticed her hair thinning and loss. She had her coil taken out during surgery and her left fallopian tube was taken out too. The right coil has been presenting with the same symptoms as the left. The pain was so bad that it stopped her in her steps; this stopped her from performing her job and daily activities. Follow-up received on 01-apr-2016: product technical complaint investigation and final assessment were received: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced severe left sided abdominal pain not long after essure (fallopian tube occlusion insert) insertion. She was submitted to a left salpingectomy with essure coil removal. This event is listed according to essure's reference safety information. Abdominal pain may occur with essure therapy. In this particular case, considering event's nature, its positive temporal relationship with essure insertion and in the lack of an alternative explanation; a causal relationship with the suspect device cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No follow-up will be possible, since no contact details were available.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.